Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reiterated that the cause of the shocking and open circuit was a patient fall. The ins was shut off and no action was being taken to resolve the issue due to the patient's insurance issues. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Other applicable component. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had really bad shocking for a while and it was getting worse and she could not tolerate it. Caller met with the patient to turn the device off and checked impedances and 1, 2, 3, 4, 5, 6, 7, are all over 40k. The caller added that the patient had a really bad fall and that might correlate to this issue. No further complications were reported/anticipated.